Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.50 diopter in the patient's left eye (os) on (B)(6) 2016. The lens remain implanted. Patient's last visit on (B)(6) 2016 uncorrected visual acuity is 20/25.

Manufacturer narrative:
Patient experience low vaulting and the lens remains implanted. Per medical review, low vaulting was observed one week after implantation. Per customer questionnaire form, no other complications associated with low vaulting was observed. The surgeon considers an exchange for a longer lens length. Despite multiple attempts, no additional information or confirmation of lens removal or exchange was received. Corrected data: is not unknown, correct data is the lens remains implanted. (B)(4).